Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implantation procedure, a cracked lens was noted during insertion. The lens was removed and a backup lens was implanted. No patient harm was reported. Additional information has been requested. There are two related reports for this patient. This report addresses the cartridge, and another manufacturer report will be filed for the iol.